Event description:
Our customer is inquiring about seeing a very small amount of fluid come out the end of a new syringe when they push the plunger in. This is happening with the syringe they are using for botox injections and they are very concerned. They are using bd 328440 .3cc 31g x 5/16 lot number 2339167. Any help would be appreciated.

Manufacturer narrative:
Correction to h6 (component code, type of investigation, investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.